Event description:
Customer reported a past incident involving low blood glucose levels, although the exact level was not recalled. Carbohydrates were consumed as a treatment action. Customer required assistance from a third party, their spouse, who helped in obtaining carbohydrates. Cause was not known. Customer's pump was equipped with the ciq software, with the control-iq feature active at the time of the issue. No additional information was provided regarding the outcome of the event.